Event description:
Boston scientific received information that following a lead revision, a wound infection was exhibited. The patient received antibiotic therapy with no further intervention required. To date, all system components remain unchanged and no further adverse effects have been reported. .

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.